Event description:
Event description cpi received information that this bipolar lead was removed from service due to an 'insulation break'. The physician elected to perform an invasive procedure because of a rate sensing issue. The insulation break was noted, the lead was capped and replaced with a new lead of the same model. Implanted-04/02/93. Removed from service-08/06/96. Implant months-40.